Manufacturer narrative:
Additional information received on (B)(6) 2023 indicated that the patient underwent bilateral replacement with unspecified mentor saline prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on aug 03, 2023. Device evaluation completed on aug 03 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed the sm hps dv 380cc breast implant had a leakage, caused by valve delamination. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 55- year-old female patient who underwent a breast augmentation primary with a mentor smooth round high profile, 380cc saline breast implant experienced right-sided deflation postoperatively. The issue was diagnosed through in office examination. As a result, patient scheduled for removal on (B)(6) 2023.